Manufacturer narrative:
The investigation determined that a lower than expected vitros na+ result was obtained from a single non-vitros biorad l3 quality control fluid, lot 45780, using vitros na+ slide lot 4207-0967-9780 on a vitros 350 chemistry system (B)(4). The most likely assignable cause is an instrument related issue. It is likely the customer induced the event while performing the routine maintenance, although this could not be confirmed. A vitros na+ slide related issue did not likely contribute to the event as this appeared to be a systemic issue which affected additional potentiometric assays and a colorimetric assay, although this cannot be completely ruled out.

Event description:
A customer reported a lower than expected result for a non-vitros quality control (qc fluid) obtained using vitros clinical chemistry products na+ slides on a vitros 350 system. Biorad multiqual control, lot 45780, level 1 result 130.0 mmol/l versus expected result of 171 mmol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action if patient samples were affected. No patient sample results were reported and there was no allegation of patient harm as a result of this event. (B)(4).